Manufacturer narrative:
(B)(4). Evaluation summary: the fox plus 5.0/40, 80cm, p/n ap14005 balloon catheter was returned with blood in the balloon, in the hub and on the non-abbott introducer sheath. The balloon was loosely folded. The balloon was separated at the middle section. The inner member inside the balloon was also separated. The fracture face was jagged, suggesting force was applied to separate the material. The tip was still attached to the separated portion of the balloon. There was no other damage noted to the balloon catheter. The non-abbott introducer sheath was returned with a non-abbott guide wire advanced through the lumen. There was no damage noted to the introducer sheath or guide wire. Potential factors that could contribute to difficulty removing the fox plus into the sheath post dilatation include, but are not limited to, anatomical conditions, balloon refold, balloon not fully deflated or damage to the sheath. A conclusive cause for the resistance during removal could not be determined; however, as a result of the resistance, it was reported that force was applied causing the balloon to separate. It should be noted that the fox plus instructions for use (IFU) states: maintaining a vacuum in the balloon, withdraw the catheter. Note: gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. Although the cause of the resistance could not be determined, the separation appears to be due to pulling the catheter with force into the sheath contrary to the IFU. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tensile force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during treatment of a tortuous lesion in a dialysis shunt at the forearm of the patient, dilatation was succesfully performed with the fox plus balloon catheter. However, during retraction of the catheter through the sheath, resistance was met and the catheter was forcefully removed causing the balloon to separate. Surgery was required to remove the separated part. No adverse patient effects were reported. No additional information was provided.